Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient reported to the emergency department with dizziness/ syncope and a heart rate in the 30s/ 40s. Upon interrogation it was noted there was high impedance on the right atrial (ra) lead. It was noted the ra lead had previously been turned off due to non capture. It was further reported there were high thresholds and noise on the right ventricular (rv) lead. In addition, the rv lead had a sudden increase in lead impedance and triggered a lead warning due to high impedance. The rv lead was reportedly fractured. The ra and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.